Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. In this case, there was no reported device malfunction associated with the supera self-expanding stent system (sess). The reported patient effects of infection and fever are listed in the supera instructions for use as known potential patient effects associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.

Event description:
On (B)(6) 2021, a 5.5x80mm 6f supera stent was implanted in the superior femoral artery with no issues. On (B)(6) 2021, the patient was noted to be experiencing fever, vomiting and chills. It was noted the patient also experienced a (B)(6), however, the source of the infection remains unknown. Antibiotics were given as form of treatment for all symptoms including the infection. There were no adverse patient sequela and no clinically significant delay in the original procedure. No additional information was provided.